Event description:
A 9mm hemobahn device was used to treat atherosclerosis in the patient's left common iliac artery. During the procedure, the device did not fully deploy resulting in occlusion of the artery. The physician converted to conventional surgery to repair the patient's vessel. The procedure had a successful result.

Manufacturer narrative:
Device was discarded and could not be evaluated. A review of the manufacturing paperwork was conducted. The review of the manufacturing records verified that the lot met all pre-released specifications.